Manufacturer narrative:
Findings: button error alarm and no button response due to corroded keypad traces. Pump received with severely scratched display window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that none of the buttons are working and can't clear the alarm. The customer stated that there is no significant event leading to the alarm. The customer was advised that the device would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the device and revert to a backup plan. The customer decided to bypass the troubleshooting for the keypad anomaly.